Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2003. In the following month, the pt experienced generalized pruritis and eczema. Biopsy of the skin was suggestive of a drug eruption. The pt was treated with antihistamines, steroid creams, and prednisone, the pt had a trial of four weeks off medications without resolution of symptoms.. Prednisone has been given to the pt which helped but symptoms reappeared upon discontinuance of the drug. Skin testing by a allergist with polypropylene is planned.